Event description:
It was reported that the procedure was to treat an unknown coronary artery. A 3.0 x 12 mm otw graftmaster and a 3.0 x 19 mm otw graftmaster were both advanced to the lesion to seal a perforation; however, neither device could cross the lesion. The perforation was successfully sealed with a balloon catheter. There was no clinically significant delay in the procedure. No additional information was reported.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The jostent graftmaster referenced is being filed under a separate manufacturing report number.